Event description:
A malfunction on the pump was reported, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer understood to call back if the issue happens again.